Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) pro device had an "error", indicating an alarm occurred. The alarm was not specified. Patient involvement is unknown; there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and evaluated. The event history log review indicated several alarms, but as the reported alarm was unknown the problem could not be confirmed though the logs. No abnormalities were identified during visual inspection. An alarm was unable to be duplicated during functional testing. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records showed that the device had been reconditioned since its original manufacture date. Further review of the device history logs was not required. The reported problem was unable to be confirmed during sample analysis. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.